Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: associated products: part: 157444 name: m2a-magnum mod hd sz 44mm lot:805460 part:139256 name:m2a-magnum 42-50 tpr insrt std lot:978840. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-04060, 0001825034-2017-04149.

Event description:
It was reported that a patient underwent a revision procedure approximately 2 years post initial implantation due to unknown reasons. During the revision procedure the surgeon stated that there seemed to only be partial fixation of the acetabular component. He also noted that there was excessive scar tissue to tediously work through. Attempts have been made and no further information is available at this time.